Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B)(4): analysis confirmed the initial report, the device failed the incoming visual/functional check, the device would not interrogate. Further functional analysis found a defective transistor, due to this failure the unit would not power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the old power cord was attempted to be used with the new remote monitor and it "fried" the monitor, that the patient "could smell burning electronics." The monitor was replaced. No patient complications have been reported as a result of this event.